Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the keyboard was not functioning, and the w key did not respond. A field service engineer (fse) tested the keyboard and identified that the w key was not functioning properly. The fse replaced the keyboard, secured the top cover, and verified all keys multiple times. The repair was confirmed as both the fse, and the user successfully tested the keyboard functionality. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard was not working, which located on ed1 r1c2. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.